Event description:
Patient had CABG and porcine valve installed, 23 mm perimount magna prosthesis-pericardial bioprostheses on (B)(6) 2006. Informed that patinet had been readmitted on (B)(6) with bacrerenua and possible endocarditis caused by gram positive 00001 in clusters identified as micrococcus species (4 of 6 blood cultures positive). Patient also presented with fevers and elevated wbc and crp. ID consult states that patient claims he never really felt well since surgery (nausea, low-grade fevers and chills). Although echo does not show endocarditis, patient is being treated as if endocarditis with IV antibiotics. No other source for the bacteremia was identified.